Event description:
The facility's nurse reported issues of "false air in line" alarms occurring on colleague pumps. According to the nurse, the false alarms occurred due to kinked IV tubing, and as a result, the IV tubing needed to be repositioned several times during the infusions. It was reported the hospital's policy was to change IV tubing every 72 hours, however due to the crease / indentations on the IV tubing caused by the blue slide clamp, the IV tubing was being changed every 48 hours. Not changing the IV tubing sooner would cause more "air in line" alarms.

Manufacturer narrative:
The pump is not available for evaluation. The nurse reported the pump was not isolated, and the serial number was not identified.